Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer (lh 750) had a clear liquid leak at the blood sampling valve when a tube was disconnected. Customer reported that the volume of the leak was about 10 ml and contained in the drip tray. Customer reported that they reconnected the tubing. Customer reported that the lh 750 gave differential voteouts after reconnection of the tubing. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) assisted the customer in troubleshooting via the telephone to resolve the differential vote-outs. The fse instructed the customer to place the instrument in shutdown mode for 30 minutes and then run 50/50 bleach solution three times in the latron primer mode. Customer confirmed proper operation of the instrument after performing the procedure.

Manufacturer narrative:
(B)(4).